Event description:
It was reported that remote monitor displayed a 3230 error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor and wouldn't send a transmission. It was also reported that after the error code cleared, the reader was very hot when it touched the patient's skin. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.